Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with the serial number 8uj1qp. However, data for the transmitter with the serial number 8uj1r6 was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.